Event description:
Roche cobas e411 analyzer tip dispenser had erroneously dispensed tips into the tpnt reagent pack resulting in higher than usual elevated troponin results. Immediately after discovering the problem all 26 effected pts tests were repeated on the backup analyzer. Problem was reported to roche diagnostics and the case number: (B)(4). While the roche engineers, could not explain how the problem was started, and could not duplicate the error; they have replaced multiple parts of the analyzer that could have remotely contributed to the problem. FDA safety report ID# (B)(4).